Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to blood glucose event and healthcare professional requested for trainer to assist with programming insulin pump. Company representative was not able to find customer in the system. Healthcare professional was not able to give more hospitalization information and would have another staff call to report.